Event description:
It was reported by the patient that the omnipod diabetes manager (pdm) battery is swollen and not holding charge. The patient also states that the swelling has caused a crack in the lcd.

Manufacturer narrative:
No physical issues were observed to the battery. The screen was observed to be damaged; this damage resulted in an inability to retrieve data from the pdm, resulting in a total data loss. This data loss prevented the ability to investigate the battery's alleged inability to hold charge.